Event description:
Reporter stated that a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault, and lens tear/break during injection/delivery into the eye was also reported. An iris suture was performed due to iris prolapse. The lens was explanted. Cause reported as device. No further information has been provided.

Manufacturer narrative:
Device lot number was not provided by the reporter and the device was not available to be returned for evaluation. DHR for the device used could not be reviewed as a lot number was not provided. Root cause was unable to be determined due to insufficient information.